Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found, related to air in line). The patient was connected at the time of the alarm. This event occurred during dwell cycle six of twelve of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The patient would start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.